Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), bladder perforation ("bladder perforation"), ureteric perforation ("ureter perforation"), intestinal perforation ("perforation: bowel//migration of essure device: outside the uterus right next to bowel. Superior to the uterine fundus externally on the peritoneal side and that bowel was lying adjacent superior to it./migration of left essure coil."), device dislocation ("migration of essure device: outside the uterus right next to bowel. Superior to the uterine fundus externally on the peritoneal side and that bowel was lying adjacent superior to it./migration of left essure coil.") And vulval abscess ("abscess of vulva") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hydrosalpinx, gravida ii and parity 2. Concurrent conditions included sleep disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced mass ("vulvar lump"), vulval abscess (seriousness criterion medically significant) and vaginal lesion ("vulvar lesion"). In 2010, the patient experienced menorrhagia ("heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2017, 7 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort, bladder perforation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required) and intestinal perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("chronic back pain"), migraine ("excessive migraine headaches") and abdominal pain ("abdominal pain") with abdominal distension. The patient was treated with surgery (bilateral salpingectomy - tubal ligation, hysteroscopy, laparoscopy), surgery (bilateral salpingectomy - tubal ligation, hysteroscopy, laparoscopy), surgery (bilateral salpingectomy - tubal ligation, hysteroscopy, laparoscopy) and surgery (bilateral salpingectomy-tubal ligation, hysteroscopy, laparoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, bladder perforation, ureteric perforation, intestinal perforation, device dislocation, menorrhagia, back pain, migraine, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, mass, vulval abscess and vaginal lesion outcome was unknown. The reporter considered abdominal pain, back pain, bladder perforation, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, intestinal perforation, mass, menorrhagia, migraine, ureteric perforation, vaginal haemorrhage, vaginal lesion and vulval abscess to be related to essure. The reporter commented: only one coil because she had the ectopic pregnancy and had the other fallopian tube removed. Birth date discrepancies -patient birth date provided as (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed hsg (B)(6) 2009 : device displacement. CT abdomen/pelvis-impression: left essure device is located along the left superior surface of the fundus the uterus not in the expected position of the fallopian tube or broad ligament. No right-sided essure device is identified. It turns out that she actually had a right salpingostomy at that time for ectopic pregnancy in 2004 and the fallopian tube was not taken out, however she then had a right salpingectomy performed in (B)(6) 2008 because of a chronic hydrosalpinx and that pathology is on her chart. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- dysmenorrhea, dyspareunia and back pain" quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, perforation (fallopian tubes), perforation: bowel, bladder perforation /migration of essure device: outside the uterus right next to bowel. Superior to the uterine fundus externally on the peritoneal side and that bowel was lying adjacent superior to it, ureter perforation, vulvar lump, abscess of vulva, vulvar lesion.", reporter added from pfs. On (B)(6) 2018: reporter, historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.